Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It is reported that following a coronary angiography procedure a 6f angio-seal evolution device was deployed without complication and hemostasis was achieved. Later that afternoon the pt, while at home, noticed a lump forming at the access site, and therefore presented to the a&e department. An ultrasound exam revealed no anomaly, however, a follow up ultrasound the next day confirmed the presence of a 1 centimeter (cm) hematoma. The pt was discharged the next day and is now said to be fine.